Manufacturer narrative:
Approximate age of device ¿ 2 years and 9 months. The pump was not explanted and the equipment will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient expired due to unknown reasons. That day, the patient's daughter found the patient down at home. The pump was confirmed to have been off and the driveline was disconnected. It was reported that it is unclear what power source the patient was originally on, who disconnected it, and when the pump was disconnected. The health professional was unsure what the exact alarms were; however, according to ems, the vad was alarming, and the health professional instructed ems on how put the system controller into sleep mode. When the health professional was asked if the patient had a history of difficulty changing the system controller, it was reported that the patient never had to exchange the system controller prior to this event. No equipment will be returned to the manufacturer for evaluation. The system controllers were returned to a third party, and no log files are available for evaluation.

Manufacturer narrative:
The patient¿s pump was not returned to the manufacturer for evaluation as it was not explanted. The patient¿s equipment was not returned as well. The patient¿s system controllers were returned to a third party, and no log files are available for evaluation. The reported event could not be confirmed. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.